Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to verify nor duplicate the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that the device did not deliver defibrillation energy. There was no patient use associated with the reported event.